Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2025. The wearable was inserted into the arm. On (B)(6) 2025, the patient¿s cgm reading was 40 mg/dl. No bg meter comparison value was reported. The patient self-treated with (1) bottle of oral glucose. After this, the patient¿s cgm value remained at 40 mg/dl, so the patient drank another bottle of oral glucose and turned her tandem insulin pump off. At an unspecified time later, the patient tested her bg meter reading, which was over 400 mg/dl. The patient was experiencing nausea, vomiting, blurry vision, shakiness, sweatiness, and dizziness. Ems was called and transported the patient to the ER. At the ER, the patient¿s bg meter reading was around 400 mg/dl while the cgm was reading 40 mg/dl. The patient¿s potassium level was also low. The patient¿s insulin pump and sensor were removed. Eventually, the patient inserted a new insulin pump site and sensor. The patient was treated with IV insulin and insulin via her insulin pump. The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken when 911 arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.